Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Per photographic evaluation: this is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a box of product code sr55 in a different view from the label of the box. The artwork print does not show damage. In addition, lot # 866a19 and expiration date: 2027-05-31 were observed on a label. In addition, the lot number was reviewed, and it belongs to a sr55 reload with exp. Date: 2027-5-31 and manufactured date: 2022-6-24. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the product was received in the warehouse without label and IFU in romanian language.